Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. (B)(4).

Event description:
It was reported that 3 insyte autoguard yel 24ga x .75in had the needle through catheter during use. The following was reported by the initial reporter: "at the time of inserting the catheter into the vein, pulling the needle out a little and putting the needle back in, the inside of the catheter tip breaks."